Event description:
It was reported that when an asymptomatic patient presented in clinic, upon device interrogation device was unable to be interrogated and communication with the device was lost. A telemetry tests were performed which were unsuccessful. Device was tested with multiple programmers and no MRI or surgery was reported. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory and was due to the battery level reaching end of life in which the device is not expected to maintain telemetry. Based on all available parameter and usage information, device longevity was found to be below the expected limits. A telemetry test was performed and the device was able to be interrogated within the specified battery limits. With an external battery supply attached, the device functioned normally. The cause of the loss of telemetry was normal battery depletion.